Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment with moisture inside the battery compartment and under the springs on the underside of the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: during investigation, the battery compartment was cracked below and above the grip pad. The battery compartment leaked with evidence of moisture corrosion in the battery compartment and on the battery cap. The battery cap attached properly and powered up to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.